Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed upstream occlusion with increased frequency post-implementation of the v9.02.01 software update. The pump alarmed six times on one patient with sedation infusing and there was drops flowing in the drip chamber while the pump alarmed. This occurred during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.